Event description:
It was reported that upon placement of the peritoneal catheter, no flow into the reservoir was noted.

Manufacturer narrative:
(B)(4). The product has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No impact to patient was reported. All of our valves are 100% tested at time of manufacture.